Manufacturer narrative:
Argus case: (B)(4).

Event description:
Mistook the liquid which polident denture cleanser tablet(s) was soaked in as his/her own vitamin c effervescent tablets and drank it into the tummy, accidental device ingestion. Case description: this case was reported by a other health professional via call center representative and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On an unknown date, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information received from the pharmacy via call center representative (phone) on (B)(6) 2022. Pharmacy gave a feedback that consumer was under the situation of physically very tired, mistook the liquid which polident denture cleanser tablet(s) was soaked in as his/her own vitamin c effervescent tablets and drank it into the tummy. Currently there was no any abnormality in the body. Did not have more information provided. Already informed the pharmacy to convey to consumers that if there is any abnormality in the body, please seek medical attention in time.